Event description:
During demonstration, the customer drove the unit up a steep incline. The customer stated that the unit tipped backwards, landing on customer. This cannot be verified, as there were no witnesses. The customer did not seek medical attention immediately because he felt it was not necessary. The next day customer began experiencing pain and contacted his physician. The dr ordered x-rays and this revealed a broken rib.